Event description:
The customer initially reported that they were unable to zero the transducer. During in-house evaluation of the returned product it was determined that one of the two samples had cracks in the transducer housing and the other was broken off at the flush and transducer.